Manufacturer narrative:
The loss of therapy/no therapy questionnaire was reviewed for potential causes of the reported issue. Based on this review, never achieving therapy, implanting the device off-label, not achieving paresthesia on the table, not performing an x-ray immediately after the implant procedure to confirm device placement, and no attempts to change the programs on the transmitter assembly have been ruled out. Potential causes of pain and lack of efficacy include: migration, improper surgical technique, transmitter assembly antenna placement, interference from a non-curonix device, non-compliance to the IFU, and the patient having contraindicating conditions. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in loss of therapy/no therapy. Loss of therapy/no therapy rates remain acceptably low; thus, a CAPA is not required at this time. Loss of therapy/no therapy rates will continue to be tracked and trended.

Event description:
The patient reported severe lower extremity pain after the implant procedure. The patient was followed by the surgeons team for the severe acute pain. Additionally, the patient reported lack of therapy efficacy. Attempts were made to change the programs on the transmitter assembly without success. An explant procedure was scheduled for (B)(6) 2025. However, the patient did not show up for their consultation for the explant procedure. No further information is available at this time.